Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received multiple no delivery alarms. The customer's blood glucose was 209 mg/dl at the time of incident. Customer states they have changed out everything and is still getting the no delivery alarm. Customer also gets the alarm even when they have no reservoir inside the pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will not be returned for analysis.